Event description:
Additional information was received from the operating room support specialist noting he was aware that the suspect device was discarded on the date of surgery. Pin re-insertion was attempted during the procedure, as well as irrigation, however the high impedance still persisted. Additional information was also received from the surgeon noting that high impedance was not seen on the previous generator and multiple troubleshooting was done but specifics were not provided. It was also noted that it was hard to say if any visual damage was observed on the suspect device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is scheduled for a full revision due to high impedance. Additional information was received from the physician noting x-rays were not taken as the event occurred when the patient was in the operating room. The physician also stated the issue occurred with the brand new generator that was opened in the operating room. Additional information was received noting the patient underwent a lead revision procedure due to the high impedance. No other relevant information has been received to date.